Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the patient was leaking urine. The patient reported that their existing aus never worked. The existing aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump and balloon. The patient was reported to be doing well after the procedure. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.